Event description:
The patient¿s device was interrogated again on (B)(6) 2016 and system diagnostics were performed. Battery status showed 100% at the visit. Lead impedance was found to be within normal limits. Data was obtained from the user¿s programmer and decoded to observe battery voltage and percent consumption. Based on the available programming history, the cause for the 25% battery status indication appears to be an increased duration of the high battery impedance experienced by cfx batteries during the beginning of life.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: autostimulation settings were inadvertently not included in the manufacturer's supplemental report #1.

Manufacturer narrative:
(B)(4).

Event description:
A provider reported that a patient's vns device was observed to be at 50% battery level despite being implanted for 2 months. The device programmed settings were provided but a lead impedance measured value was not available. The device was programmed to the maximum output current. It was also reported that the patient activated her device with the device magnet "a ton." No data was on file for this patient's device, so the physician's manual was evaluated to estimate the projected longevity at the reported settings. Not taking into consideration magnet activations nor auto-stimulation, and using a lead impedance value of 3000 ohms, the projected longevity was noted to be 1.4 years from bol to ifi, 0.1 years from ifi to n eos, and 0.1 years from n eos to eos. Magnet use, lead impedance and auto-stimulation sensing and auto-stimulation delivery are known to affect battery life. Attempts for additional programming, diagnostic, lead impedance, and magnet usage information have been unsuccessful to date.

Event description:
The patient's device was interrogated again on (B)(6) 2016 and battery status showed 50% but no diagnostic testing was performed at the visit. Programming and diagnostic history were reviewed for the patient's device and no anomalies were identified. Data obtained from the user's programmer revealed a battery voltage of 2.87v, 12.9% battery consumed, and 829 magnet attempts. Manufacturing records were reviewed for the device and no anomalies were noted with the device prior to shipment.

Event description:
Decoder data was received indicating that 25% battery indicator was observed for some time.

Event description:
The patient had their generator prophylactically replaced. Historically the site at where the patient had their generator explanted does not return. Therefore no device return is expected. No other relevant information has been received to date.

Event description:
Information was received indicating that the explanting facility threw out the generator. No additional relevant information has been obtained to date.